Event description:
During hysteroscopy, d&c (dilation and curettage) and minerva ablation procedure, patient moved during ablation portion of case causing minerva device to stop working. Device was replaced and the procedure continued as planned without further complication. Device removed from field. Patient was scheduled for ablation using minerva and while device was being used the patient moved while under anesthesia and an error code showed up on the machine. The rep. From minerva was present. They took the device out and started over and the same error code came up. They then used a new minerva disposable device and the procedure was completed with no incidence.